Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds a few weeks after implant. A possible micro perforation may have occurred. The lead was repositioned and remains implanted and active. No further patient complications have been reported as a result of this event.